Manufacturer narrative:
Covidien investigation confirmed a burn odor of the unit; however, there was no trace of smoke, a power supply failure confirmed with a failed capacitor. The power supply has been returned to the MFR for continued evaluation. (B)(4).

Event description:
Covidien rec'd a report of smoke from a unit. No pt involvement was reported.